Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent migrated off the balloon catheter and embolized within the coronary circulation. An intimal tear and temporary occlusion of the right coronary artery occurred. The embolized stent was successfully retrieved using a microsnare. Three additional coronary stents were successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.